Event description:
It was reported that, "received a call from (B)(6) of (B)(6) she was asked for more info about products implanted four years ago at (B)(6) hospital in (B)(6). She specifically wanted to know the metallurgical/chemical composition of the items. "She claimed she was having a titanium reaction which was causing her to have seizures and organ failure. She also complained about the screws in her neck sticking out to the point she could feel them through the skin. She claimed the screws were corroding. She is under the care of dr. (B)(6). He was not the original implant surgeon."

Manufacturer narrative:
Report is filed on the alleged implanted oasys ti rods (cat # currently unk). Other products - spinal cables, part numbers 312196, 312323; stryker biotech calstrux, lot tu 27018; and op1 bone graft were also implanted. If product becomes available and lot numbers become known for these other products associated with the incident this info will also be reported as supplemental and separate mdrs will be filed for these devices. Add'l info has been requested and if made available, will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering eval.